Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device, a "service required" codes was observed in the ventilator's downloaded error log. The device's software was reloaded to address the issue.

Event description:
The MFR received info alleging a "service required" alarm condition occurred and the ventilator's internal battery was depleted. The device was not in pt use.